Manufacturer narrative:
Since we received neither the faulty sample nor an image showing the defect, no investigation of the sample is possible. This incident shows signs of bad positioning/movement of the catheter, which causes extravasation/oedema. This is a rare complication of piccs placed in neonates. No documentation review is not possible, as no batch number was provided. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are no further complaints regarding problems with catheter placement on product code 1261.208 within the last three years. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us the faulty sample.

Event description:
The patient was screened and treated for presumed sepsis on 02/04 in light of sudden increase of stoma output, temperature instability and crp rise. In the following days he developed more challenging ventilation and worse abdominal distension with redness of the skin. First abdominal us (04/04) showed increased free fluid in the abdomen but no collections - likely ascites. Antibiotics escalated to meropenem (03/04), switched to high dose (07/04) and vancomycin added (05/04) for additional central line cover. Despite that his inflammatory markers continued to rise with no/minimal clinical improvement. Three blood cultures negative. Note documentation of increased ll infusive pressures on the 06/04 - not reported later. Serial axr during these days showed paucity of gas and ascites. Baby was serially reviewed by the surgical team. Repeated abdo us (08/04) showed possible intra-abdominal collection in rlq. On the 08/04 after multidisciplinary discussion decision was made to perform a surgical drainage of the intrabdominal fluid/collection in nicu as not fit to be transferred to theatre. Copious milky/white fluid came out from the incision - likely parenteral nutrition. Sample sent for biochemistry, reported as high in triglycerides. Glove finger drain left in situ by surgeons. Long line was immediately removed after surgical drainage and tip was sent for culture. Patient was subsequently started on IV fluids via peripheral line while awaiting for a central line. Antibiotics were continued. Bloods were monitored daily to check glucose, electrolytes and renal/liver function.